Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device - 10 days. The patient remains on lvad support. A correlation between the device and the reported gastrointestinal bleeding could not be determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. The patient had an episode of melena associated with a drop in their hemoglobin level to 5.8 g/dl. The patient was transfused with two units of packed red blood cells and the patient's hemoglobin level stabilized. It was reported that arteriovenous malformations were not confirmed. No additional information was provided.